Event description:
It was reported that during a lap cholecystectomy procedure, when the clip was deployed, it got caught in the jaws and retracted back and slipped off of the cystic duct. The next clip was deployed and the clip came out scissored. They opened a new device and that device worked fine. Surgery was prolonged 20 minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 05/08/2009. Eval summary: the analysis result for the instrument found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.